Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the vista 500 instrument. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant results was weak mixing with the r2 probe and probe alignment. The fse performed maintenance and aligned the probe. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Multiple discordant vancomycin results were obtained on the vista 500 instrument. The samples were re-tested and the corrected vancomycin results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin results.